Manufacturer narrative:
Analysis noted that the upper case is broken, the lower case is broken, the display wires are pinched with exposed wire, the lock and enter button are flat, the keypad flex is creased, the main printed circuit board (pcb) is out of electrical specification, one knob is missing, two output connector nuts are contaminated, and two case screws are contaminated. All found defective parts were replaced and all other identified issues are resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.